Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a regarding a patient who was implanted with a neurostimulator. It was reported that the patient had a deep brain stimulator implanted with off label usage as it is being used as a pain stimulator in the patient&#38112;back. The patient reported that it was still implanted because it could not be removed. The patient had not used it in a long time and let the batteries run out. It was stated that it had never worked and had never helped the patient.

Event description:
Follow up information received from the patient reported that the cause of the implantable neurostimulator (ins) never helping the patient was not determined. It was noted that no steps had been taken to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.